Event description:
After review of medical records, the patient was revised to address pain, instability and leg length offset reduction. Operative note reported metallosis with metal staining of synovial tissues, cup placement with minimal bone with malunion creating anterior impingement. The cup was left in situ to prevent pelvic discontinuity. Surgical pathology reported fibrosynovial tissue with aggregates of histiocytes with yellow-brown metal debris and focal mild chronic inflammation and alval. Fibrosis due to internal prosthetic device. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip (second revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to address painful revision right total hip arthroplasty with metal on metal articulation. Revision note reported metallosis with metal staining of synovial tissues but no significant evidence of osteolysis; minimal bone anteriorly and overhanging anterior inferior iliac spine with malunion and anterolateral zone distal to the acetabular component creating anterior impingement, and no evidence of advanced metallosis, no evidence of bony osteolysis or soft tissue erosion, and it was also indicated of instability with metal on metal articulation. Operative note reported there was metallosis throughout the joint but this was not severe, there was metal staining of the synovial tissues but no evidence of osteolysis, there was no evidence of significant muscle damage or myonecrosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional narrative: added: (lot number). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.